Event description:
It was reported that approximately three weeks post implant, the right atrial (ra) lead exhibited low unipolar lead impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.